Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Reference MFR report #: 1627487-2010-01061. The pt received her scs system on (B)(6) 2007. It was reported that the lead had partially pulled out of the extensions. The extensions were replaced on (B)(6) 2008. During that procedure, the setscrew would not engage in the header of the ipg and the ipg was replaced. Follow up on the patient found that no further issues have been reported. Only the explanted ipg was returned to ans for eval. No further info is available.